Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection of the heater bag was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill one of six of peritoneal dialysis therapy. During troubleshooting, it was determined that the heater bag disconnected that leg to this alarm. Renal therapy services (rts) had the patient close all clamps and disconnect using aseptic technique. Rts assisted with ending therapy and removed the cassette. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.